Event description:
It was reported that pump developed damage to rack pushrod, with black liquid coming from reservoir shaft due to melted or degraded rubber coating, even though pump had only been worn on body and not exposed to heat or other external factors. There was no reported impact to customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was advised to reenter pump settings and reconnect continuous glucose monitor in replacement pump, while technical support arranged a warranty replacement and instructed customer to return damaged pump using prepaid label within 10 days.